Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm and a pre-operatively contained ruptured iliac artery aneurysm approximately three months ago. Another manufacturer's stent extensions were implanted on the right and left sides. There was approximately 150 cc of blood loss with no blood products required at the time of the initial procedure. Two days post implant the patient had a low hct/low hgb. The investigator assessed this event as related to the procedure and not related to the stent graft. The patient hospitalization was prolonged. The patient had a blood transfusion and recovered. At the time of implant, the patient's body temperature was 98.6 degrees. One day post implant, the patient's body temperature was 97.7 degrees and it increased to 101.3 on the same day. Two days post implant, the patient's body temperature was 98.4 degrees and the next day, it was 97.5 degrees, then 96.6 degrees the next day. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (fever), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), incorrect technique/procedure (bifurcated stent graft was not used during the procedure, stent grafts used for repair of a pre-operatively ruptured iliac aneurysm). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), operational context contributed to event (bifurcated stent graft was not used during the procedure, stent grafts used for repair of a pre-operatively ruptured iliac aneurysm).